Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, inflammation/swelling and pain from the needle puncture site and went past the sensor adhesive, which occurred 3 days after the sensor had been inserted in the arm. The patient then visited his doctor and was prescribed an oral antibiotic doxycycline 100 mg taken 2 times a day for 10 days and unspecified topical medication applied 3 times a day for 10 days. No other details were provided. At the time of report, the patient¿s condition was fine, and the skin reaction had subsided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.